Event description:
The customer reported that the system did not fluoro and there was a 'low kv' and 'x-ray on in error' message on monitor after loss of fluoro. An alternate mini c-arm was used to complete the procedure with no injury to the pt.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the transition pcb, controller pcb and controller cable. He also replaced the x-ray monoblock, control panel encoder, and tested the system boot and fluoro, calibrated and centered collimator. The system is operating as intended.